Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The perclose proglide device #2 (part 12673-05, lot unk), indicated is being filed under a separate MFR #.

Event description:
Device issue: failure to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician, unspecified if trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, two proglide devices failed on step 3. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.